Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient experienced an infection after having a quantity of two ar-1923ps suture anchor peek pushlock (lot: 10282892 and lot: 10279340) implanted. Additional information received on 07/22/2019: the primary procedure took place on (B)(6) 2019 and the procedure performed was a right knee open maci, medial patellofemoral ligament reconstruction with allograft, tibial tubercle osteotomy, lateral release. The patient started experiencing pain and drainage on (B)(6) 2019. Cultures were taken and the patient tested positive for e.coli. I&d was done on (B)(6) 2019 with application of wound vac. The patients symptoms were treated with IV antibiotics through PICC line, and I&d with application of wound vac. The I&d was performed by the same surgeon who performed the primary, and took place at a different facility. No arthrex parts were explanted during the I&d procedure, and there was not an arthrex sales representative present. The patient has since been for a follow-up visit at the surgeon's office. The rep stated they do not currently have any additional details on the result of the follow-up visit. The following arthrex parts were implanted during the primary procedure: ar-1923ps // lot: 10282892 // qty.: 1 and ar-1923ps // lot: 10279340 // qty.: 1.